Event description:
It was reported that the right ventricular [rv] lead pace/sense impedance has been gradually increasing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:05. Daily pace lead impedance trend data shows an increase for rv pace = 776 to 1104 ohms peak between (B)(4) 2012.